Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n304810012, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter; product ID: 8709sc, lot# n304810012, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n304810012, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 150 mcg/ml concentration at 44.8 mcg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that pump pocket infection occurred. No environmental/external/patient factors that may have led or contributed to the issue were reported. Any diagnostics/troubleshooting performed was unknown. Pump and catheter were explanted on (B)(6) 2018 secondary to infection. At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.